Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint in the lot number. The similar complaint is associated with this patient's fellow eye. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that on the twelfth day following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis requiring antibiotic treatment. The symptoms are resolving. There are two medical device reports associated with this patient. This report is for the right eye.